Manufacturer narrative:
A ge rep evaluated the system and cleaned the inside. System operates as intended. This MDR is related to ge healthcare.

Event description:
The customer reported an artifact in the images. No pt injury was reported.